Event description:
It was reported that caller experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed error did not return after reset, and successfully started sensor session, with no further issues reported.